Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency medical services due to high blood glucose. The customer¿s blood glucose level was 268 mg/dl at the time of incident. The customer experienced symptoms such as nausea, abdominal pain and difficulty in breathing due high blood glucose value. No further patient complications were reported. Troubleshooting was performed, and the customer will continue to use the device.